Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pd6482 batch number, and no non-conformances were identified. Investigation summary: upon visual inspection of the photos, a detached needle and a suture inside a folder could be observed. Please refer to the physical analysis for further information. Investigation summary: a detached needle of product code vcp371h, lot pd6482 was received for analysis. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant could be observed; however, marks were found on the body needle. The suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, it could not be determined what may have caused the reported incident.

Event description:
It was reported that the patient under cesarean section on an unknown date and suture was used. The suture pulled off the needle when beginning to sew the uterus during the cesarean section. Changed to another device to continue the surgery. There were no adverse patient consequences reported. No additional information could be provided.